Event description:
St jude lv lead from 2014; patient lost over 12 lbs and has developed diaphragm stim since this summer. Feels it when she lies on left side. Tried all the vectors and various outputs; will discuss whether to do lead revision with md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).